Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 499 mg/dl. The customer also experienced nausea and vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. Reviewed the alarm history, and found button error alarms. The customer was able to clear the alarms, but stated that she has been having problems with the buttons. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.